Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes . Section d9: date returned to manufacturer: jun 10, 2021. Section h3: evaluate by manufacturer: yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no other complaints were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Weight and ethnicity: unknown/no information. Date of event: exact date is not provided. Best estimate date is between 9/16/2020- 5/5/2021. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Received report indicating the intraocular lens (iol) was explanted from the patient¿s left eye due to them experiencing blurry vision. There was no incision enlargement, vitrectomy, or sutures used. The replacement iol was a non-johnson and johnson lens. Reportedly, the patient is doing fine post-operative. No further information was provided.